Event description:
It was reported that when using the bd pyxis¿ anesthesia station es medication dispensing drawers were malfunctioning. The customer confirmed a hardware malfunction, as the drawers should only allow one medication at a time. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(4) was performed from the date of manufacture, 22-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A technical support specialist remotely performed troubleshooting and confirmed the issue was due to hardware. Then, the field service engineer accessed the site and identified the issue, replaced the mini drawer board and two single control units, and performed full pvp tests as per the checklist, which passed. The system functioned as intended after the field service engineer repaired the device.